Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. It was noted there was vegetation on the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced endocarditis. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the hospital with congestive heart failure and left lower leg ulcer/wound. An echocardiogram was performed after an atrioventricular junctional ablation and implant of a leadless pacemaker which showed a mobile mass on the right ventricular (rv) lead consistent with vegetation. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was treated with oral and intravenous antibiotics for infection and suspected endocarditis. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event. Additional information obtained from the clinician reported that the patient had presented with an existing left lower extremity ulcer that was cultured and grew klebsiella pneumoniae, escherichia coli, and corynebacterium striatum. A transthoracic echocardiogram (tte) was performed and noted a mass on the right ventricular (rv) lead. The lead was cultured after explant of the system and grew citrobacter freundii. Follow up blood cultures were later negative indicating no further evidence of bacteremia.